Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 470 mg/dl. The customer was treated with intravenous drip. Customer does not allege that insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. Customer also reported hardware low level failures error alarm and was able to clear it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly. Device received with scratched case and pillowing keypad overlay.